Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on display window corners, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed low battery. After trying ten different batteries, the insulin pump would not turn back on. The customer's blood glucose was 101 mg/dl. The customer uses the sensor. The alarm history and the features of the insulin pump could not be checked because the device would not respond. The customer confirmed that the device had alerted weak battery. The customer stated that they had an extra battery cap that they had tired using, but the insulin pump still did not turn on. Nothing further was reported.